Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a healthcare professional (hcp) noted a fracture in the MRI (magnetic resonance imaging) films of the patient's back "a couple of weeks ago" ((B)(6) 2015). The pump was currently used to infuse fentanyl and had been previously used to infuse morphine (unknown). Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.